Event description:
During a laparoscopic gall bladder procedure, the device would not close completely, therefore,thie clips were loose on the duct, and would fall off. Another like device was used to complete the procedure. There was no patient consequence.